Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had a lot of health issues this year. The patient said they had one of their kidneys removed and now they had cancer on their liver. The patient had surgery, CT scans, and pet scans and said they felt like the tests and scans had done something to their bladder stimulator because they were going to the bathroom at night about every hour or hour an half at the most. The patient said when they get up (at night) they got an urge to go, they would get a "chill" or "electric" sensation in their body. The patient said their therapy settings weren't up very high and said they only got this "chill" sensation when they were laying down in the bed at night. The patient said this issue was brand new any they had never had it before and that started probably within the last month. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned that the last time they saw their manufacturing representative (rep) was at the end of last year or beginning of this year and that the rep had adjusted their device for them. The patient said whatever the rep had done had fixed their issue and they had been able to get a pretty good night's sleep. The patient said at that time they had worried that their interstim implant battery was dead but when rep tested battery they told patient there was about two years of life left on the battery. The agent reviewed role of representative and redirected patient to healthcare provider. The patient said they would call the hcp to make an appointment because they didn't want assistance from patient services over the phone. Additional information was received from a manufacturer representative (rep). The rep reported that after double checking the notes there was nothing more to turn over. The only thing noted was that the patient was given a program change which they said resulted in positive therapy control and the battery was sufficient until their next year check up. They had no more additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the chill or electric sensation was unknown, but they thought it could have been the program. When asked what steps were taken to resolve the issue they stated that they changed the program and the issue was resolved. They also stated that the cause of the imaging was determined.